Manufacturer narrative:
.

Event description:
The hcp reported that when the patient was in the clinic for a refill, telemetry showed a dialogue box stating that a 'motor stall occurred.' The hcp withdrew the drug (baclofen) from the pump and the expected and actual volumes matched exactly. The patient was having no withdrawal symptoms and the hcp refilled the pump. No pump alarms were heard by the patient or the hcp. It was also reported that the patient has not had an MRI and does not use an electric wheelchair. One week after refill, the patient is reporting excellent efficacy and is having no withdrawal symptoms. Due to the distance the patient lives from the clinic and difficulties involved in getting him to the clinic, the logs will be read at the patient's next appointment in a few months. A follow-up report will be sent if additional information is received.